Event description:
It was reported that the patient has multiple broken areas on her legs. She used viscopaste, kerramax, k-soft, k-lite and k-flex. The green tinge has shown to exudate and on the kerramax padding. This has been noticed for the last 7 days. Complainant mentioned that her team are long term users of viscopaste and kerra products and this is unusual.

Manufacturer narrative:
(B)(4)